Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel cover was replaced, and the unit was returned to service.

Event description:
The hospital reported the adjustable pressure limiting valve had broken off completely, preventing the use of manual ventilation. There was no report of patient involvement.